Manufacturer narrative:
Device is a combination product . (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-12667. (B)(4) study. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent inadequate apposition and chest pain occurred. In (B)(6) 2017, the patient presented for the scheduled cardiac catheterization for the evaluation of progression of coronary artery disease. Ninety percent stenosis in proximal left anterior descending artery (lad) was treated with placement of 3.0x38mm synergy stent. The area that was not fully dilated was post-dilated with a 3.25x15mm nc emerge balloon post which residual stenosis was 0%. On the same day of intervention, the patient complained of chest pain with balloon/stent inflation. The wire was removed.